Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One heal collar 3.5x4.5, 3mm (hc343) was returned for investigation attached to the implant. Visual inspection of the as returned product identified wear and debris about both the healing collar threads, and implant threads. Functional testing was performed for the returned product and it was determined that the two devices were able to seat with one another as intended. Further testing was performed, and it was noted that the returned healing collar seated with an in house implant. No pre-existing conditions were noted on the per. DHR review was completed for the subject lot number 2018062070. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018062070) for similar cause and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (does not seat) or product (hc343). Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed for both devices. The following sections have been updated: b4: date of this report . D4: unique identifier (UDI) number: (B)(4). D4: device expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Device was not returned.

Event description:
It was reported that a healing collar (hc343) could not seat in the implant. Implant was removed and replaced during the same procedure. No impact to the patient was reported. Tooth location 13.